Event description:
It was reported that the patient presented to clinic after receiving inappropriate shocks for sinus tachycardia. Programming changes were made. Patient will continue to be monitored.

Manufacturer narrative:
.